Event description:
A nurse reported that the customer was hospitalized for high bgs. It was mentioned that the customer had hypoglycemia. The set was changed two days before the call. The programming and histories on the pump were accurate. It was indicated that the reservoir and tubing had been removed from the pump. The customer did not have any supplies available to test the device. Advised the contact to have the customer contact the help line for further testing once customer is released from the hosp. Bgs were treated with insulin drip. Later the contact called back to run the high-pressure test. The test did not passed and the insulin was not exiting or leaking. Also the contact stated that customer tried to perform the high-pressure test before the call and the pump did not alarm either.